Manufacturer narrative:
The device has not been returned to mmdg, and an evaluation of the sets in question has not been possible. A DHR review is pending.

Event description:
The initial reporter stated that two administration sets were leaking at the filter. No injury to a patient was reported, and no more details have been provided. (B)(4).